Event description:
It was reported that insulin gauge displayed an amount different than expected and that pump showed a static fill estimate despite insulin delivery. There was no reported impact to the customer¿s blood glucose level. Technical support explained that this behavior could occur due to large differences in measured pressures used to calculate remaining insulin and that fill estimate would resume normal countdown once actual insulin matched displayed amount, and caller understood and acknowledged the explanation.